Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a missing blue pull ring cap to the patient connector. The reported condition was verified. The cause of the condition was related to manufacturing during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette was missing the blue cap (pull ring tip protector). It was further stated that the cap was not found inside the overpouch. This was observed during set up, prior to connecting the device for use in automated peritoneal dialysis (apd) therapy. As a result, the cassette set was not used and a different integrated apd set was used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.